Event description:
The customer reported the system failed to display an image attributed to tight cable ties. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.